Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00236.

Event description:
It was reported that a warehouse found two polaris plug drivers with broken tips during inspection after they were returned from a hospital. The facility did not provide any patient or surgical information with the returned devices. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was twisted and fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use and compatibility: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse found two polaris plug drivers with broken tips during inspection after they were returned from a hospital. The facility did not provide any patient or surgical information with the returned devices. This is report one of two for this event.